Event description:
It was reported that during surgery the guidewire broke during drilling. Patient retained part of the wire that was in the bone. Patient outcome: no adverse effect reported as a result of this event.